Manufacturer narrative:
It was reported that post insertion the patient experienced pain, recurrence, dyspareunia organ perforation, urinary problems, and bowel problems. The patient underwent a hysterectomy in (B)(6) 2002. It was further reported that the patient underwent sling revision and urethrolysis on (B)(6) 2002. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007. The patient underwent removal on (B)(6) 2004, (B)(6) 2008, (B)(6) 2011 and (B)(6) 2011. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation concurrently with cystocele and rectocele repair. It was reported that patient had total abdominal hysterectomy in 2002 for pelvic pain without relief. It was reported that due to pelvic pain, patient underwent mesh removal, left periurethra and left retropubic space on (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient underwent surgery on (B)(6) 2000 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had hysterectomy and bilateral salpingo-oophorectomy with lysis of adhesions on (B)(6) 2002.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary obstruction.

Event description:
It was reported that following insertion the patient experienced urinary obstruction.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.